Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had off no power alert on the insulin pump. The customer¿s blood glucose level was unknown. Customer stated that they had a received pump error alarm and changed the battery. The troubleshooting was performed and explained alarm and possible causes and alarm did not occur during the rewind or prime sequence. Customer did not receive a low battery alert prior to the off no power alert. Customer did not receive a low battery alert prior to the off no power alert. The second occurrence of off no power alert without a low battery warning. The customer was advised that the pump needs to be replaced and was advised to refer to back-up plan, per health care professional instructions. The insulin pump will be returned for analysis.